Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 314 mg/dl at the time of hospitalization. The customer stated that they threw up. The customer stated that they tried to give bolus but the insulin pump alarmed no delivery. The customer stated that the blood glucose reached below 600 mg/dl. The customer stated that they were wearing the insulin pump during hospitalization. The customer's blood glucose was 587 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer stated that the blood glucose went down to 92 mg/dl during hospitalization. The reservoir will not be returned for analysis.